Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was readmitted due to an unknown fever and during the patient was hospitalized, complained about a headache which then progressed into a stroke-like symptoms. Serial CT scan revealed that the patient suffered a hemorrhagic stroke, and decision was made to withdraw lvad support. The patient expired.

Manufacturer narrative:
The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct relationship between the device and the reported event could not be determined. The center reported that the patient was readmitted due to an unknown fever. During their hospital stay, the patient complained about a headache which then progressed into stroke-like symptoms. A serial CT scan revealed that the patient suffered a hemorrhagic stroke on (B)(6) 2018. The decision was made to withdraw support. The patient expired on (B)(6) 2018. Stroke, neurological dysfunction, bleeding, and death are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The pump was not explanted; therefore, no product was available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information corrected. Section d: primary UDI, model number, and lot number corrected. Section d6a: date of implant corrected. Sections d4 and h4: device expiration date and manufacture date corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
This event was also reported under MFR #: 2916596-2023-04803.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient presented to the hospital on (B)(6) 2018 where a workup was performed and revealed bacteremia. The patient-maintained anticoagulation and antiplatelet prior the stroke event.